Event description:
It was reported that when using the bd pyxis¿ es refrigerator, the device screen was detached from the refrigerator unit. The screen was no longer properly attached to the device. There were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-sep-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the screen was found detached from the refrigerator and appeared blurry, preventing the temperature from being read clearly. A field service engineer (fse) powered off the refrigerator and disabled the battery, then disconnected the screen cable and removed the disk drive. The fse reseated all components, restored power to the battery and unit, and subsequently replaced the helmer refrigerator bezel casing to ensure proper functionality. The system functioned as intended after the field service engineer repaired the device.